Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block h6 method code. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion with a longevity drop from 5 years to 11 months within a span of 9 months. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.